Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Event description:
It was reported that patient had her pump removed due to skin breakdown. It was stated that this pump was removed "due to her body being so small and the pump "inverting" and eroding to the surface" additional information received from the healthcare provider (hcp) indicated that per their records of the patient from the last 10 years, patient had two pumps (the first pump was replaced due to skin breakdown and has been reported in MFR report # 6000030-2013-00001). This was the second pump and was explanted and not replaced two years later as the patient reportedly had the same symptoms of skin breakdown, redness, tenderness and pain at the pump site. It was stated that the pump helped patient's spasticity. The drug delivered via the device was baclofen. Presently patient had developed right flank and right upper quadrant pain; the pump implant site was the right hip. It was added that on a recent fluoroscopy, after external palpation of a lump in the area that hurt, it was noted that the "cables" (catheter) were left in place from the last pump. It was added that the catheter in the area was "bothering" the patient. As of (B)(6) 2012 it was reported that patient had discomfort in the right flank and was working on next steps with her hcp. A follow-up report will be sent if additional information becomes available.